Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the half height cubie drawer had failed and was missing in the medication application configuration. The half height cubie drawer controller boards were replaced. Row board cable connections were reseated, and all cubie trays and pockets were reseated. Testing confirmed that all pockets and the drawer were recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.